Manufacturer narrative:
Device evaluation summary. Device evaluation of monitor sn (B)(4) has been completed. As received, the monitor passed incoming functionality testing. During the service evaluation, the flag files revealed that the monitor reset after delivering a pulse during a pulse test during testing at the distributor. The root cause for the reset was isolated to noise originating from the defibrillator pca high-voltage capacitors and propagating on the main battery wire on the monitor c/a board. A design change to address this condition (PMA supplement p010030/s064) was approved by FDA on 11/06/2015. No adverse event resulted from the defective monitor.

Event description:
During investigation into an unrelated reported problem, a device malfunction was found. A monitor reset during pulse testing at the distributor.